Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved with this event is paradigm real-time veo insulin infusion pump, which is not marketed in the u.s. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the u.s.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted during our visual inspection.

Event description:
It was reported that the customer had a17 and a21 alarm on the insulin pump. The customer's blood glucose level was unk mg/dl. The customer had stored the insulin pump for a time without battery, this is the cause of the alarms. The patients called back and we had contact with the health care provider and we will replace the insulin pump. The customer was advised that she really need to upload into regular base.